Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the roi-c cage cracked and broke off once the second plate was inserted. The cage was removed and replaced without patient impacts.

Manufacturer narrative:
Corrected information in d4: UDI number. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the product was not returned and photos were not provided. A device evaluation could not be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to the plates being improperly aligned. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported the roi-c cage cracked and broke off once the second plate was inserted. The cage was removed and replaced without patient impacts.